Event description:
It was reported that prior to starting a davinci si surgical procedure, the fenestrated bipolar forceps instrument was not being recognized by the davinci robot system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to replicate the reported failure mode. The instrument was installed on the in-house davinci robot system and it was successfully recognized, showing 9 uses left. The instrument was driven and moved intuitively, the grips opened and closed properly. The pogo pins did not stick and were not contaminated. Instrument passed electrical continuity test. Additional observations not reported by site were bipolar pin damage and main tube damage. The bottom pin was found to be bent towards the top pin. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damages were likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.